Event description:
It was reported that the right ventricular (rv) lead dislodged. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the defibrillator conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking, the exposed defibrillator coil had a white substance, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism, and there was apparent explant damage.